Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 05:00 pm, the dexcom app and insulin pump showed egv 90 mg/dl while the bg was 41 mg/dl. They tried to calibrate but it did not rectify the readings. The patient felt incoherent and lost his footing so he fell on the floor. His partner gave him 6 glucose tablet before calling the paramedics. The paramedics arrived after 15 minutes. His bg was 39mgdl when checked by the paramedics and his egv was 92mgdl. They gave glucose gel to the patient. Paramedics stayed at the patient's home for about 20 minutes. Before they left, the egv was 90mgdl while the bg was at 72mgdl. The patient removed the wearable and omnipod5 after the event since. The patient felt fine after the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken before and when the paramedics arrived. The reported glucose values fall within the a zone of the parkes error grid was taken before the paramedics left. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.